Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that impedance has been increasing on the right ventricular (rv) lead and that impedance was high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rv lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.